Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(6): the fiber glass cap proximal side at the uv glue zone appears cracked; the glass fiber core appears to be cracked; the glass cap exhibits severe devitrification at the output area, and charred detritus adhesion around output area; the fiber was tested with hene laser fixture, the aim beam is present at the output window and break location; the heat shrink tubing open end exhibits signs of melting. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 26,493 joules; 7:58 minutes of use, "wrong direction of beam, disappearance of the pointer¿ was observed. The fiber was exchanged and the procedure was completed utilizing the second fiber. No injury reported.